Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems had difficult needle disengagement. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported as follows: upon needle disengagement, the hcp felt strong resistance, which was different from usual. The issue occurred with the products from the complaint lot twice in a row."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd received two 24 gauge nexiva devices from lot 2045208 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that neither device had successfully decoupled. It was observed that the first unit still had the needle attached while the second unit was just the catheter adapter with no needle. In addition, the second unit did not have the washer that held the needle safely in place and both units had the catheter adapters still attached to the tip shield. Next, the first unit was reengaged then retracted to try to recreate the reported issue and full retraction was observed with no resistance felt. However, the catheter adapter decoupled from the tip shield only after several trials. Finally, separation and retraction was performed on the second unit and it also took several attempts for the unit to decouple. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. After successfully decoupling both units they were evaluated for the root cause and it was observed that there was a deformation on the back end of the adapter. This deformation was preventing the devices from decoupling and causing the tip shield and catheter adapter to catch before decoupling. It was determined that these were manufacturing defects that occurred due to a misalignment between the device and the manufacturing equipment.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems had difficult needle disengagement. The following information was provided by the initial reporter, translated from japanese: "the customer reported as follows: upon needle disengagement, the hcp felt strong resistance, which was different from usual. The issue occurred with the products from the complaint lot twice in a row.".